Event description:
It was reported that during a mildly tortuous, moderately calcified, de novo, 90% stenosed, distal to proximal, right coronary artery (rca) stenting procedure, a mini trek rx balloon delivery catheter (bdc) was advanced to the distal rca without resistance and inflated to 14 atmospheres. The mini trek rx bdc was brought down to the mid rca and inflated a second time to 14 atmospheres and ruptured. Reportedly, the physician did not confirm a balloon rupture, but just suspected a balloon rupture. The mini trek rx bdc was removed without difficulty. A non-abbott bdc was used for pre-dilation and three xience stents were placed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. There was no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, grandslam, fielder fc, guide cath: heartrail ii al-1s. The device was returned for evaluation and the reported balloon rupture was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.